Event description:
It was reported that myopotential oversensing was observed post-implant. Programming changes were made to resolve the oversensing. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.